Event description:
A medtronic representative reported that while in the navigation task during a craniotomy, both the surgeon and staff monitors went black. The ndi box was receiving power; computer fan was power cycling; power cables fully seated. The surgeon was drilling bone and had not navigated any internal anatomy, therefore, chose to discontinue navigation to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Medtronic evaluation of returned suspect device verified that power cycles and computer does not boot up. Power continued to cycle in approx 1 second bursts after ram was reseated then removed, and after video graphics card was reseated and removed. Motherboard power light comes on; however, power will not stay on for more than brief 1 second bursts. Finding is that a power supply fault directly caused event. A follow-up visit to the site by a medtronic rep after computer was replaced finds no further issues.